Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited intermittent sensing and the helix was found to not completely extend. The physician elected to remove and replace the lead during to complete the procedure. The patient experienced no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing was normal.